Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter detachment from the hub is inconclusive because the original sample failure was not returned for evaluation. Four sealed 20 ga x 10 cm powerglide pro midline catheter full kit lot samples were returned for evaluation. An initial visual observation of the kits revealed the kits were all returned sealed with no obvious damage to the packages. All four of the returned kits had batch stickers with batch reku2535. Each package was opened, and the powerglide catheter was inspected for each kit. Nothing remarkable was observed along the catheters in each powerglide pro kit. A microscopic observation revealed nothing remarkable along each catheter and hub assembly. The complaint of catheter/hub detachment is inconclusive because the original sample was not returned for evaluation. Possible causes of failure may include shearing the catheter with the needle by pulling the catheter back against the needle bevel or other unknown mechanical damage. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter separated from the hub. Catheter was removed and a regular peripheral IV catheter was used. The event was not part of a critical or urgent medical situation. There was no harm or impact to the patient.